Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced purge disc/flag issues. The aic was replaced and the new device recognized the pump cassette with no issues. It was reported that this issue occurred during patient support and there was no harm to the patient.

Manufacturer narrative:
The investigation has been completed. The console (ic1705) was sent back for further investigation and tested. The issue with properly detecting the purge pressure disc was reproduced. The root cause of the issue was component failure, the purge flag was broken. This report is being filed as part of a retrospective review of historical records.